Manufacturer narrative:
The customer only measured 1 qc level on (B)(6) 2018. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
After further investigation it was determined that serum samples are not affected by the recall. Correction/removal report number has been updated."

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for a total of 5 patient samples tested with the elecsys vitamin d total gen. 2 assay on a cobas 6000 e 601 module. Of the 5 samples, 4 had erroneous vitamin d results. No erroneous results were reported outside of the laboratory, only the repeat values were reported outside of the laboratory for the first three samples. The first sample initially resulted with a vitamin d value of 48.95 ng/ml, which repeated with a value of 17.17 ng/ml. The second sample initially resulted with a vitamin d value of 76.65 ng/ml. The sample was repeated twice, resulting with values of 10.33 ng/ml and 10.69 ng/ml. The third sample initially resulted with a vitamin d value of 49.81 ng/ml. The sample was repeated twice, resulting with values of 12.70 ng/ml and 13.35 ng/ml. The fourth sample initially resulted with a vitamin d value of 36.29 ng/ml on (B)(6) 2018. The sample was repeated three times on (B)(6) 2018, resulting with values of 20.87 ng/ml, 19.38 ng/ml, and 18.54 ng/ml. No adverse events were alleged to have occurred with the patients. The vitamin d reagent lot number was 34014001. The reagent expiration date was asked for, but not provided.